Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there are air bubbles in the infusion sets and also in the reservoir. Blood glucose level was unknown at the time of incident. Troubleshooting found that no delivery alarms were received. The customer was advised to change the infusion set and that the reservoirs and sets would be replaced. Customer was also advised to call back if any further issues.